Event description:
It was reported that a young female showed up in the nearby hospital (B)(6) complaining of pains and she was unable to walk. According to the reporter, the leg looked "lengthened". An x-ray was received and in that picture, the stem appeared to be is in an inward angulation (of the distal segment of the joint). It was assumed that only lengthening can cause pain. The x-ray picture also makes it look like there was a thin line between the shell and the ceramic liner. The report mentioned that the patient was implanted with a cls brevius hip stem generic (exact device name not reported). The date of the implantation was also not reported.

Manufacturer narrative:
At the time of this report, no information was given as to whether the patient is under the care of the hospital. An updated report will be submitted when additional information is received. (B)(4).